Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during post-op exam, a scratch was found on the optic of a model zlb00 20.0 diopter intraocular lens (iol), which resulted in the iol being explanted and replaced with a new lens. The patient outcome: pre-operation: 0.7; after the first surgery: 0.5; after the lens was explanted: 0.8 (satisfied). No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the device was discarded). The reported complaint cannot be confirmed. Manufacturing records review: a manufacturing record review was performed and no deviation or no nonconformance was found during processes related to the complaint issue reported. A search in the complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.